Event description:
It was reported that the user experienced repeated occlusion alarms on the ilet while using a steel contact detach infusion set with 23-inch tubing, with blood glucose at 267 mg/dl and no visible bubbles or kinks, and the issue resolved only after changing all supplies. Customer care provided support that included guided troubleshooting and education with a full supply change. Investigation of this case revealed an infusion set flow obstruction consistent with occlusions that cleared after replacement of the infusion set and associated disposables. No clinical symptoms associated with hyperglycemia reported. Outcomes included device interruption requiring supply replacement. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set-related occlusion.